Event description:
Information received with return of the explanted device notes that the patient complained of shoulder pain. The pulse gener ator exhibited a feed-through problem on the atrial channel.